Manufacturer narrative:
The batch record review was carried out at the manufacturer and it confirms that the product was within specification. Catalog # 070.101, membragel, package insert instructions for use state "treatment outcome is dependent on operative technique and pt response. As with any surgical procedure, infection is a risk. Use sterile intra-operative technique. Do not use at infected sites." Catalog# 070.101, membragel, package insert instructions for use state "the following complications are common with the surgical intervention with barrier membranes and therefore may not be totally excluded: soft tissue dehiscence, hematoma, pain, inflammation, increased sensitivity and redness."

Event description:
(B)(6) 2012, at site 14 implantation with augmentation using bio oss and biogide and membragel 070.101, (B)(4). (B)(6) 2012, suture ablation - dehiscence with pus, pain and swelling - treated with antibiotics. (B)(6) 2012, pain was worse - removal of augmentate - rinsing with chlorhexidine - new sutures. (B)(6) 2012, rinsing with chlorhexidine - wound was nice and pt did not have pain any more.